Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Unit had cracked display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 5.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.